Manufacturer narrative:
On june 06, 2023, mentor received additional information regarding the device impacted side. It was reported that the impacted side was the patient's left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified gel breast prosthesis and experienced a rupture on unknown side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient provided a lot number of 824351896 and a serial number of (B)(4) that cannot be found within our records. Follow up attempts will be initiated to clarify the reported information. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 04, 2023, mentor received additional information clarifying that the impacted device is a non-mentor product. It was determined that the patient was a using sientra breast prosthesis. Mentor has updated the complaint's coding for accuracy. H6 medical device problem code (a27): no product quality issue. Since the impacted device is a non-mentor product, no further investigation or reporting will be done on this complaint. Manufacturer¿s reference number: (B)(4).